Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1 -delsys] (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to patient's challenging cardiac anatomy, high septal position was accessed and the device was deployed.  High impedance and high threshold were measured. Device was repositioned mid septal and again high impedance and high threshold were measured. Repositioning was necessary. By attempting to access a apical-septal position a pericardium tamponade was caused. Effusion was successfully managed  by puncture and pericardiocentesis, bleeding stopped eventually. After this, delivery catheter was withdrawn and a huge thrombus enclosing tines and cathode was found and removed. Delivery catheter was again introduced and device was released in a very similar, high septal position than before. Parameters were ideal indicating that the thrombus was the reason for the initially poor values which made the previous repositioning necessary. It was assumed that there was no sufficient flushing achieved although pressure flushing was on and properly attached. Some leakage of the catheter handle during procedure was observed even when tether lock was closed. The device remains in u se. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). Yes, return date: 23-mar-2026, product event summary: a partial delivery system was returned and analyzed. There was a mechanical problem with the flush tube of the delivery system. Fluid pathway leak was observed on the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The stability member was kink/buckled at the distal end of the delivery system handle. There was a leak inside of the delivery system handle while flushing. There was a leak between the the flush tube and the hose barb of the tether lock housing while flushing. There were no anomalies found with the distal edge of the device cup of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6 ime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that delivery system leakage via handle may have resulted in insufficient flushing from the beginning, leading to thrombus formation and making multiple repositioning attempts necessary.